Event description:
It was reported that during the implant attempt the lead would not sit in a stable position. The physician removed the lead and implanted an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).